Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Dr. Revised a hemi hip at hospital originally done by dr. Due to multiple dislocations. Dr. Removed the head and replaced with a competitor cup, constrained liner and a stryker 32 head. Update 12/november/2019 wg: rep provided revision usage sheet and confirmed that this is all the information available.